Manufacturer narrative:
The reported event of lead noise was confirmed. A complete lead was returned in one piece. Analysis found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead due to friction to the device can. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Event description:
It was reported that the patient¿s right ventricular lead exhibited noise due to lead on device abrasion. The lead was explanted and replaced. There were no other anomalies reported. No patient symptoms were reported. The patient was stable after the procedure and will be followed normally.